Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. The customer's blood glucose (bg) level was elevated and a manual injection was administered to address the bg level; no exact bg value was provided.